Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) in which anti-tachycardia pacing (atp) and shocks were delivered appropriately but did not convert the rhythm. This patient was hospitalized. Technical services (ts) recommended follow up with the electrophysiologist. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced ventricular tachycardia (vt) in which anti-tachycardia pacing (atp) and shocks were delivered appropriately but did not convert the rhythm. This patient was hospitalized. Technical services (ts) recommended follow up with the electrophysiologist. This ICD remains in service. No adverse patient effects were reported. Additional information was received that pacemaker mediated tachycardia (pmt) episodes were observed. No adverse patient effects were reported.